Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Age : adult.

Event description:
It was reported that leakage started occurring months ago at the connection to the IV and is observed by seeing liquid under the patient's IV dressing. This is occurring on a pain and endoscopy unit. Patients are receiving anesthesia, propofol, fentanyl, versed, and normal saline. Over one dozen adult patients have experienced this issue of the past 6 months.